Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "device photographs for the device related to the reported rupture was reviewed on (B)(6)2021. Visual analysis of the photographs identified a broken device. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Patient reported left side device "broke". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device broke".

Event description:
Patient reported left side device "broke". Device has been explanted.